Event description:
The customer reported that the insulin pump alarmed low reservoir. Troubleshooting was performed. The insulin pump was showing the correct amount of units left and giving the estimate time that was accurate. Ran a displacement test and passed. During the call, the customer seemed to be disoriented and could not follow instructions. The blood glucose reading was 279mg/dl. The customer stated that after the infusion set was changed the insulin pump functioned properly. The customer stated that the bolus wizard and the bolus were delivered successfully. The customer mentioned being in the hospital for a surgery due to a heart attack. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.